Manufacturer narrative:
According to the facility on (B)(6) 2022 the medical assistant injected a patient with a pre-filled flu injection and after pulling the needle out of the skin the needle detached from the syringe and the needle fell and grazed the medical assistants finger. Per the facility the medical assistant went to a local emergency room where labs were taken and prophylactic antibiotics were given. The medical assistant is reported to be fine. The sample was returned for evaluation and a definitive root cause could not be determined at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 the medical assistant injected a patient with a pre-filled flu injection and after pulling the needle out of the skin the needle detached from the syringe and the needle fell and grazed the medical assistants finger.